Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address looseness of the insert. A thicker insert was indicated for usage. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products: tibial stemmed component, catalog#: 00598004702, lot#: 63632193, all poly patella, catalog#: 00597206535, lot#: 63594092, femoral component, catalog#: 00596001752, lot#: 63411464, headed screw, catalog#: 00579104100, lot#: 63631220, headed screw, catalog#: 00579104100, lot#: 63623485. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Per package insert, instability is one of the known adverse effect of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.